Event description:
Patient had episode of syncope and heart rate dropped dramatically. Epicardial pacer not responding. Dressing removed and wires found connected backwards. External pacer applied with good results. Staff believes if epicardial wires marked would decrease this type of occurrence.